Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that discrepant architect total psa results were generated. On (B)(6) 2016 a result of less than 0.1 ng/ml was generated. On (B)(6) 2016 a result of 5.8 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
The architect i2000sr analyzer was inspected by the laboratory's service technicians who discovered leaking from the tubing connection of the pre-trigger pump. The pre-trigger pump was replaced. There have been no additional occurences of discrepant results since the pre-trigger pump was replaced. Customer complaint data was reviewed and no systemic issues or adverse trends were identified. The architect systems operations manual and the architect total psa reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.